Event description:
New information noted that no intervention was performed.

Event description:
It was reported that the right atrial lead exhibited noise. Further information was requested however, was not provided.